Manufacturer narrative:
Additional information: patient weight and ethnicity: unknown as information was not provided. The device is not available for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported the intraocular lens (iol) was broken. Through follow-up, additional information was provided confirming partial contact with patient as the doctor attempted to insert the iol in the patient's ocular dexter (right eye), and the hook broke off, thus breaking the lens. There was no patient injury and no unplanned suture(s). It is unknown if the incision was enlarged, however a planned vitrectomy was performed. The procedure was completed successfully using back-up lens with the same model and diopter size. The damaged lens was discarded. No further information is available.